Event description:
Rptr alleges pt notes that the right is softer and smaller for years and the left is harder for 3 months. Pt denies history of trauma and complications of bilateral pain in the right more than left. In addition, suffers from progressively disabling systemic symptoms including arthralgias/myalgias (positive morning stiffness), dysesthesias/paresthesias, spasms, swelling, fatigue, sleep distrubances, adenopathy, low grade fevers, recurring respiratory infections, sweats/chills, headaches, tmj disease, visual problems, dizziness, memory loss, sicca, hair loss, oral sores, rashes, sensitive to sun/cold (positive raynaud's)/chemical, shortness of breath/cough, "cp"/costochondritis, choking sensation, skin tightening, increased cholesterol, weight loss, gastrointestional/genitourinary problems, easy bruising, blackouts, hysparenunia. Otherwise healthy.